Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history, high impedance was noted in system diagnostic results. The event occurred on the date of initial implant. A system diagnostic from 23 hours later shows that normal impedance. Attempts for additional information have been unsuccessful.